Event description:
It was observed during the device evaluation, the colonovideoscope had foreign objects in the jet tube and displayed image noise. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the additional malfunctions image noise occurred due to damage to the circuit board of the scope connector, and jet tube has foreign objects identified during the investigation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.